Event description:
Knee swelling; knee effusion. Info was received in april 2006 from a physician via a genzyme rep regarding a female pt, with a medical history of two prior synvisc treatments (exact date unspecified) "without any problems". In same month (exact dates unspecified), the pt received three synvisc injections into the knee (exact location unspecified). Following the third injection, the pt experienced knee swelling and knee effusion. On 26 april 2006, aspiration of knee fluid was performed (results pending) and an intra-articular injection with corticosteroids (brand and dosage unspecified) was given. The physician did not provide an assessment of relationship between the events of knee swelling and knee effusion and synvisc treatment. At the time of this report the outcome of the reported events is unk.